Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was admitted to hospital with a complicated ductal cholesteatoma and soft tissue infection at the internal device site. A subtotal petrosectomy and explantation of the device were performed on (B)(6) 2025. She developed postoperative meningitis and received six weeks of antibiotic treatment, to which she responded well.

Event description:
The user was admitted to hospital with a complicated ductal cholesteatoma and soft tissue infection at the internal device site. A subtotal petrosectomy and explantation of the device were performed on (B)(6) 2025. She developed postoperative meningitis and received six weeks of antibiotic treatment, to which she responded well. A subtotal petrosectomy and explantation of the device were performed on (B)(6) 2025. After device explantation, the user developed meningitis and received six weeks of antibiotic treatment, to which she responded well. The source of the infection is likely the ongoing reported device unrelated soft tissue infection.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the information received, the device was explanted due to device-unrelated medical reasons i.e. Cholesteatoma and soft tissue infection which spread to the implant area. Furthermore, during device explantation the electrode was found to be exposed in the external auditory canal. The posterior wall dehiscence is reported to be secondary to the radiation of the bone as treatment of medulloblastoma, and the cholesteatoma and the infection could have also contributed to the bone erosion. The cholesteatoma and the posterior canal wall dehiscence appears to have predisposed the patient to the recurrent infections. Furthermore, a review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of the infection. This is a final report.